Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with osteoporosis and underwent kyphoplasty at l2. During surgery, the balloon ruptured during inflation .balloon pressure was said to be 200psi but volume was not able to be determined when the inflation syringe drew back to remove as much contrast as possible and then followed by an empty bone filler and 10 ml syringe to remove as much more as possible. The product came in contact with the patient. No patient complications were reported as result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.